Event description:
Biased phbr results from multiple patient samples on two 5.1 fs analyzers during a correlation study no patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.